Event description:
Customer called to report a blood leak that occurred during a treatment procedure. Name and function of complainant: same as reporter. Customer called to report blood leak alarm during third cycle. Customer stated he checked the centrifuge and saw that the seal bearing at the top of the bowl was broken and the leak is t this part. Treatment was stopped and blood was returned manually to the pt. Customer submitted photos and the smart card will be return for investigation.

Manufacturer narrative:
Batch record review of lot a760 was conducted. Lot met release requirements. There were no non conformances related to this event type. Complaint lot review conducted and no additional complaint for centrifuge bowl leak was reported to date for this lot. The assessment is based on info available to at the time of the investigation. The smart card has not been received for evaluation. The root cause has not yet been determined as the investigation is still in progress. (B)(4).